Event description:
Customer reported that she was confused by different glucose readings received from her precision xtra meter. Customer reported experiencing symptoms of hypoglycemia and losing consciousness while trying to stand up. Paramedics were called and treated customer with glucose. Customer was then transported to hospital where she was diagnosed with severe hypoglycemia and treated with glucose gel and food.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.